Manufacturer narrative:
The connectors were confirmed to be broken. Output and liquid crystal display (lcd) wires were found to be pinched, and compromised insulation was noted. The case and hanger were found to be broken. The keypad was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular connector ports. The epg was returned for service. There was no patient involvement.